Event description:
Customer reports self administering insulin based on high readings received on their freestyle blood glucose monitor. The customer then began to feel symptoms of hypoglycemia - heavy sweating, weakness, and they felt as if they were going to lose consciousness. Customer then went to their dr, where the dr was able to administer apple juice to the customer in order to stabilize glucose levels.

Manufacturer narrative:
The customer's products have been requested back for an investigation.